Event description:
It was reported that during an unknown procedure, the device was firing clips out but not closing them. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.